Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A nurse called and stated that upon ambulation, placement signal was noted to be lower than normal. An unknown placement signal banner followed. The patient was returned to their room where the nursing staff were alerted by an air in purge banner. De-airing steps were completed and upon final step of hitting ¿done¿, the automated impella controller (aic) ¿shut down.¿ the nursing staff acquired a new aic immediately and transferred the cassette over. The patient's outcome was stable. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.